Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had insulin flow blocked alarm after changing the infusion sets. They had the same issues within 30 days. Troubleshooting was completed with previous occurrences. The set, reservoir, and insulin were being changed every 2-3 days. They rotated their site locations. The tubing was not bent or kinked. The customer stated they have tried all remedies and do not want to troubleshoot. The blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.